Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer experienced an elevated blood glucose level of 546 mg/dl with moderate ketones. The customers partner provided customer with supplies to administer a manual correction injection to address bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.